Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed hardware. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed hardware. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h usage of device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 2.2 row e not detected on the bus. A field service engineer (fse) reseated the row board cable on the controller board and cleaned contaminants from the back of the drawer. After reboot, row e was still not detected. While troubleshooting in hardware test application, drawer sensors were glitchy, and all pockets went undetected at one point. Fse powered off the station and replaced the pyxibus controller board and modular controller board. The fse reset, cleared the zebra printer queue and checked zebra printer configuration. The system functioned as intended after the field service engineer repaired the device.